Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported recurrent mr is a cascading effect of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported a mitraclip procedure was performed on (B)(6) 2023. Two clips were successfully placed, reducing mitral regurgitation from 4+ to a grade of 2. The patient returned to their physician symptomatic with recurrent mr. A transesophageal echocardiogram was performed on (B)(6) 2024. Imaging showed that both previously placed clips had detached from the posterior leaflet, resulting in single leaflet device attachments (slda). Reintervention was scheduled to take place on (B)(6) 2025 to stabilize the slda clips.

Event description:
It was reported a mitraclip procedure was performed on (B)(6) 2023. Two clips were successfully placed, reducing mitral regurgitation from 4+ to a grade of 2. The patient returned to their physician symptomatic with recurrent mr. A transesophageal echocardiogram was performed on (B)(6) 2024. Imaging showed that both previously placed clips had detached from the posterior leaflet, resulting in single leaflet device attachments (slda). Reintervention was scheduled to take place on (B)(6) 2025 to stabilize the slda clips.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.